Event description:
It was reported that following a left hemithyroidectomy for thyroid cancer, the patient presented with post-operative bilateral vocal cord palsy requiring a tracheostomy. The surgeon feels that there was no surgical or anesthetic rational or explanation found for it. Subsequently, upon the completion of thyroidectomy and central neck dissection (right recurrent laryngeal nerve confirmed intraoperatively to be intact but with very weak stimulation), radioiodine ablation completed. The patient is currently still requiring tracheostomy tube, no improvement of the vocal cord movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that none of the nim devices malfunctioned during surgery. Stimulus and threshold was set to standard default setting for thyroid surgery. There was no unanticipated manipulation of the nerves required when removing the thyroid. Stimulus probe used during the procedure to deliver current to the nerves. No baseline of the nerve function taken prior to proceeding with the procedure. There were deficiencies noted in the responses, responses were weak initially then no response. Around 10 time the nerves stimulated to compare responses to the baseline. When decrease in response was noted when stimulating, the nerves were given time to recover prior to proceeding. There were no difficulties such as unexpected anatomy noted that may have affected the use of the device. Anaesthetic used: remifentanil infusion (usual practice is effect site tci target 3), propofol induction, atracurium 15mg at 0900, intubated with val and bougie. Posterior arytenoids visualised. Ett positioned as per guidance. Maintenance with sevoflurane and remifentanil infusion. No further doses of muscle relaxant used. Surgery commenced at 0930. User also mentioned that the main concern was due to the fact the patient developed a permanent bilateral vocal cord palsy after a left hemi thyroidectomy. A unilateral vocal cord palsy on the site of the cancer (left) would be justified and expected in same cases but as surgeon didn't go on the right side at all and was currently unexplainable how that possibly happened.

Manufacturer narrative:
H3: product was field serviced visual inspection passed all ok. Stim 1 and stim 2 test carried out at 1ma and 3ma and all passed ok. Muting probe resistance check passed ok. Incrementing probe functionality checked ok. Safety tested in accordance with iec60601. Unit all ok to go back into clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.